Manufacturer narrative:
Sample was not received at the manufacturing site for evaluation for the report of suture breaks during the process, needle loses sharpness while performing continuous suture; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All suture needles are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Suture material samples are tested at incoming for tensile strength and diameter and visually inspected for any defects such as discoloration and frays. Sutures are also 100% inspected by trained operators for discoloration and frays and for proper attachment during the manufacturing process. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during surgery, ophthalmic sutures broke during suturing, requiring the procedure to be restarted at a critical point. The sutures broke while tying the knot. After the sutures were tied, they either came apart at the knot or broke when attempting to rotate and hide the knot. The needle also lost sharpness during continuous suturing. Procedure details and patient impact were not provided. This complaint is pertaining the one of two reports received from the same facility.

Event description:
A nurse reported that during surgery, ophthalmic sutures broke during suturing, requiring the procedure to be restarted at a critical point. The sutures broke while tying the knot. After the sutures were tied, they either came apart at the knot or broke when attempting to rotate and hide the knot. The needle also lost sharpness during continuous suturing. Procedure details and patient impact were not provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).